Event description:
The actuator supplied with field change order 0000748, part number 1005050, was installed in 2008. During the helmet change phase of treatment, the nut in the liner actuator unscrewed and let the helmet drop.

Manufacturer narrative:
Investigation results: actuator MFR made unauthorized component material change resulting in component failure during use. Component material has been corrected by subcontractor and new component replacement initiated (see below). Corrective action: technical note 200 068, "safety issue with helmet hoist actuator" and field change order 200 067, "investigation and correction of helmet changer actuators" were both released as corrective actions to address this issue in 2008. Technical note 200 068 serves as a caution to users of the gamma knife until such time as the permanent fix can be installed. Field change order 200 067 is the permanent fix issued, and includes specific serial numbers of machines that were affected. At this particular site, a new actuator was installed as part of the corrective action associated with field change order 200 067. Installation of the new actuator successfully addressed the problems seen earlier.